Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified damage to the keypad which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "won't-power-on-key-pad-on/off" which was reproduced as the device had an intermittent keypad response of the on/off key. Evaluation determined the cause to be a damaged keypad from external influence. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "won't-power-on-key-pad-on/off". There was no known patient injury or medical intervention associated with this event. No additional information is available.